Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6f angio-seal vip was returned for product evaluation. The carrier tube assembly was mated with the hemostasis sheath along with the header bag. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was mated with the hemosheath and the deployment sleeve of the device was in the full forward lock position with color bands concealed. The anchor was found dangling at the distal tip of the hemosheath as would be expected. No other visual anomalies were noted with the returned components. Functional testing was performed since the device cap was not in the rear lock position. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. IFU states: seal the puncture. Once the anchor has been deployed correctly, and the device cap has been locked into the rear position, slowly and carefully withdraw the device/sheath assembly along the angle of the puncture tract to position the anchor against the vessel wall. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely the reported event may have stemmed from the device cap/deployment sleeve not being in the rear lock position as is needed for the anchor to post at the appropriate angle to catch the arteriotomy. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used. The artery was located, and the anchor was set, when trying to pull back the angio-seal, the whole device came out without any resistance. Hemostasis was achieved via ten minutes of manual compression without any complications. There was no harm to the patient. The patient's condition was stable, there were no consequences. The patient was not affected. A pre-deployment angiogram was performed. It was a right femoral artery puncture. It was a percutaneous transluminal angioplasty (pta) procedure. A 6fr procedural sheath was used prior to the angio-seal device. The estimated blood loss was not greater than 250cc. There were no other devices or equipment used with the reported product.